Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2010 and was revised on (B)(6) 2016. It is further alleged that she suffered injuries as a result of implantation and explantation of the device issue, and excessive levels of chromium and cobalt in her blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about on (B)(6) 2010 and was revised on (B)(6) 2016. It is further alleged that she suffered injuries as a result of implantation and explantation of the device issue, and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Additional information: update to device information. An event of abnormal ion level regarding an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no records received. Product history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.